Manufacturer narrative:
Device evaluation: the 2 x zebd-7-15 zimmon biliary stent sets of lot number c1726303 involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide and the use of an expired device which have both been deemed as use error. User/use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review: prior to distribution all zebd-7-15 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-15 of lot number c1726303 did not reveal any in-process discrepancies that could have contributed to this complaint issue. IFU review: it should be noted that in the japanese packaging insert (c-es0202m18): states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product. It also says "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The packaging insert also states in the 'storage method and expiration date' section that "expiration date is displayed on the package (by self-approval)". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the stent, and the use of an expired device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. According to the event date received from the customer/rep, the device was used past it's expiration date. The expiration date for the devices manufactured as part of c1726303 was the 15th april 2023. While the date of the complaint event was the 05th june 2023. Both the expired device and the use of non-recommended wire guide sized were deemed contributory to the kink on the pigtail of the initial zebd-7-15 device. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary: failure identified: as per customer testimony pigtail of stent kinked, confirmed quantity, reported used 01 device, and 01 device prior to use. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the stent, and the use of an expired device. Complaint is confirmed based on customer/ore rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a correction due to updates made to the description of event and investigation notes on 05-jul-2023. Biliary drainage with an endoscopic approch via duodenal papilla. During the preparation, the user attempted to straighten the pigtail part of zebd-7-15 with the supplied straightener, and the pigtail got kinked. The wire guide (olympus/visiglide2 025inch) couldn't pass though in it. Therefore, he used another product from same rpn and lot# and completed the procedure. Since the patient could not be confirmed to be infected, the defective product was discarded. No health hazard. User¿s comment: although I straightened the stent slowly with the straightener, the pigtail part got kinked. [Additional information] 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact pls. Refer patient/event info tab. 2 what was the target location for the stent? Pls. Refer patient/event info tab. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* pls. Refer patient/event info tab. 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? No. 7 was the wire guide inspected for damage prior to use? No. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9 if yes please indicate the procedure performed. Cannulation, ets. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11 if not with the device in question, how was the procedure finished? Pls. Refer patient/event info tab. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? Unknown. 7 was resistance encountered when advancing the introduction system in place to the target location? No. 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No. 12 was resistance encountered when advancing the stent through the obstructed area? Unknown 13 after placement, was stent position verified? No. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed.

Event description:
Biliary drainage with an endoscopic approach via duodenal papilla. During the preparation, the user attempted to straighten the pigtail part of zebd-7-15 with the supplied straightener, and the pigtail got kinked. The wire guide (olympus/visiglide2 025inch) couldn't pass though in it. Therefore, he used another product from same rpn and lot# and completed the procedure. Since the patient could not be confirmed to be infected, the defective product was discarded. Patient outcome: no health hazard. Patient /event info user¿s comment: although I straightened the stent slowly with the straightener, the pigtail part got kinked. [Additional information] 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact pls. Refer patient/event info tab. 2 what was the target location for the stent? Pls. Refer patient/event info tab. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* pls. Refer patient/event info tab. 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? No 7 was the wire guide inspected for damage prior to use? No 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. Cannulation, ets 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? Pls. Refer patient/event info tab. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 6 was resistance encountered when advancing the wire guide to the target location? Unknown 7 was resistance encountered when advancing the introduction system in place to the target location? No 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No 12 was resistance encountered when advancing the stent through the obstructed area? Unknown 13 after placement, was stent position verified? No 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: the 2 x zebd-7-15 zimmon biliary stent sets of lot number c1726303 involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used on the device which has been attributed to user error. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all zebd-7-15 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-15 of lot number c1726303 did not reveal any discrepancies that could have contributed to this complaint issue. IFU review: it should be noted that in the japanese packaging insert (c-es0202m18): states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product. It also says "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary failure identified: as per customer testimony pigtail of stent kinked, confirmed quantity, reported used 01 device, and confirmed quantity, 01 device prior to use. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. Complaint is confirmed based on customer/ore rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.